Manufacturer narrative:
Added the patient's age unit (years) in section as it was missed in the initial report.

Event description:
On (B)(6) 2019, neotract was informed that a (B)(6) year old patient had an uneventful prostatic urethral lift (pul) procedure on (B)(6) 2019. The patient was recatheterized and sent home. It was reported that the evening following the procedure, the patient experienced some bleeding for a few hours but was reported to be ok overnight. The next day, it was reported that the patient collapsed while taking a shower and expired. No additional information was received despite several contact attempts with the physician. Due to lack of information, neotract is unable to assess the relationship of the reported death to the device or procedure. The patient was in urinary retention with recurring urinary tract infections, sepsis and was on antibiotics prior to pul procedure.